Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shock lead impedance measurements greater than 125 ohms with the new implanted device. Boston scientific technical services (ts) discussed the possible causes and provided programming options. A commanded shock was performed and provided a measurement of 103 ohms. However, shock impedance measurements obtained from shock lead integrity tests remained high. Ts also noted that the impedance measurements had been gradually trending up with the old device. The rv lead was subsequently explanted and successfully replaced. Additional information confirmed that an abnormally high growth of calcified tissue was observed on the distal coil of the lead upon extraction. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual analysis revealed that the returned lead was severed in two segments at 11 cm from is-1 terminal pin. Set screw marks were noted on all terminal connectors. Further, a calcified body fluid covering over distal shocking coil and over the distal tip of lead was observed. The lead passed the resistance measurement test. An x-ray examination revealed that all conductors were intact and no fractures were observed. It was concluded that depending on how much calcification was on the lead before the lead was explanted, the impedance measurement could have been affected. The allegation against the lead was confirmed.